Event description:
Additional evaluation of the device found foreign material exiting from the forceps channel.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the re-evaluation of the subject device and the legal manufacturer's final investigation. B5: updated with additional event details. The re-evaluation also found: insufficient angle, angle play, bending section cover has scratches, adhesion chipping and cloudy, the connector flooded, the air/water cylinder has corrosion, oredomekizu on the connector side, image guide corrugated tube collapsed, snake tube has a scratch and corrugated wrinkles. Based on the results of the final investigation, the cause of the remaining foreign material was unable to be specified since no clear deviation of the reprocessing method at the facility from the instructions for use (IFU) was recognized. The root cause cannot be determined.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the adhesion applied around the objective lens was partially missing and shows wear and tear. The user completed a survey stating they could not confirm the foreign material. It was unknown if there was a delay in the start of precleaning. The air/water nozzle was flushed with water and air. It was unknown if the customer had immersed the air/water nozzle with detergent solution or wiped/brushed with clean lint-free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the component analysis of the brown foreign material revealed a mixture of silicic acid and hydroxide such as rust. Silicic acid is considered to have been derived from tap water, and hydroxide from remnants of chemical agent or remained water at the distal end section or the nozzle. However, the relationship between reprocessing and detection of the foreign material could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had transparent circles and flares appear in the image. Inspection and testing of the returned device found a foreign object adhered to the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.